Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image with 180 scopes, patient board defective a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue intermittently displays black images was due to patient board defective is traced to component failure. The most probable cause of no image with 180 scopes, patient board defective is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittently displays black images and scope communication error code b30 during inspection for use involving an olympus video system center. There were no reports of patient harm.